Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Bipap auto biflex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, there was contamination from dust and cigarette smoke. Error codes e053 (e-53: err_comp_log_sem_timeout) e061 (e-61: err_pll_unlockedl), e019 (e-19: err_wdog_test), e065 (stuck encoder a error), e066 (e-66: err_stuck_encoder_b) were found. The device was scrapped.